Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "during a bg [bioglue] refresher training in (B)(6) - cardiac surgery dep. A surgeon (dr. (B)(6)) reported an event that happened at (B)(6) clinic a couple of years ago. Some friends from the cardiac surgery dep. Of the clinic told him that they had observed a very late fungal infection in a series of patients submitted to cardiac procedures in which they had used bg." Additional information from the rep on (B)(4) 2016 indicated that "the (B)(6) clinic cardiac staff told to dr. (B)(6) that no other products were used in conjunction with bg at the aortic surgery." These events were reported to dr. (B)(6) in 2010. Additional information is pending.

Manufacturer narrative:
According to the initial report, "during a bg [bioglue] refresher training in (B)(6) - cardiac surgery dep. A surgeon reported an event that happened at (B)(6) clinic a couple of years ago. Some friends from the cardiac surgery dep. Of the clinic told him that they had observed a very late fungal infection in a series of patients submitted to cardiac procedures in which they had used bg." Additional information from the rep on 04/22/2016 indicated that "the (B)(6) clinic cardiac staff told to [the surgeon] that no other products were used in conjunction with bg at the aortic surgery." These events were reported to [the surgeon] in 2010. This reported event was reported second-hand to a surgeon in (B)(6). As the surgeon was unable to provide additional complaint details regarding the second-hand reported event from 2010, and given that a similar complaint was initiated in 2010 for events reported directly from the cleveland clinic, the investigation opened for this reported event will be voided.

Event description:
According to the initial report, "during a bg [bioglue] refresher training in (B)(6) - cardiac surgery dep. A surgeon reported an event that happened at (B)(6) clinic a couple of years ago. Some friends from the cardiac surgery dep. Of the clinic told him that they had observed a very late fungal infection in a series of patients submitted to cardiac procedures in which they had used bg." Additional information from the rep on 04/22/2016 indicated that "the (B)(6) clinic cardiac staff told to [the surgeon] that no other products were used in conjunction with bg at the aortic surgery." These events were reported to [the surgeon] in 2010.